Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen would not go into extended self test (est) mode. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse indicated that the screen needed calibration and unit would not go into diagnostic mode. Fse observed that the 100% oxygen (o2) button is not working. Fse replaced the overlay to address the reported problem. Unit passed required performance verification tests per philips standards. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.